Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Pt reports they just had surgery because the ins turned itself. Pt states they moved the ins and now it's in an awkward place. Pt states they lowered the ins towards buttox location. Pt states its been a few months when the ins turned itself. Pt mentioned she has a disability and needs assistance with troubleshooting.